Event description:
Sigmoid colectomy. Cs29 dlu calibrated, got into firing range and fired completely. All staples were inspected to be b-shape and present. However, there were a couple leaks observed where the staple lines crossed. Anastomosis had to be completely redone with another device.